Event description:
Patients wife claims that while end user was closing the chairs footrest, his left leg was on the side of the chair up against the scissors mechanism and he cut his leg. Wife says that the lift button stuck. Patient cut was stitched up and he was placed in rehab.

Manufacturer narrative:
Device was evaluated by the (B)(4) dealer and no defects were found. The lift chair operated as specified. Chair to be returned to golden for further evaluation.